Event description:
Implant failed, however there is not enough information to determine where the failure has occurred.

Event description:
Implant failed, however there is not enough information to determine where the failure has occurred. The initial report did not have the correct event type documented, the correct event type, malfunction, is provided in this follow-up report.

Manufacturer narrative:
The initial report did not have the correct event type documented, the correct event type, malfunction, is provided in this follow-up report.